Event description:
Procedure performed: lobectomy event description: [hospital name] "they tried to use it, but the clip didn't come out and it didn't work, so they replaced it with a new one and used it." Product is available for return. Additional information was received via email on 05mar2025 from territory manager "they tried to load when the incident occurred. The issue was observed when the first clip or a subsequent clip was loaded. They did not try again. The applied medical 5mm trocar was used. The clip seated into the jaws properly. There was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the devices's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed." Additional information was received via email on 21mar2025 from territory manager "a clip was not properly loaded in the jaws, like tilted position in the jaws." Additional information was received via email on 16apr2025 from territory manager "as there was some confusion during the packaging of the complaint product, the pouch lot number and the actual product lot number were mismatched. It was newly confirmed today that the actual product lot number #1515842 is the correct information for complaint # (B)(4)." On 22apr25 engineering completed functional testing on the returned unit and observed a dry fire. In addition to the event description "...but the clip didn't come out and it didn't work", the dry fire leads us to believe that the customer also experienced no clip loaded during the procedure. Type of intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Visual inspection was performed where no visible non-conformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.

Event description:
Procedure performed: lobectomy. Event description: [hospital name]. "They tried to use it, but the clip didn't come out and it didn't work, so they replaced it with a new one and used it." Product is available for return. Additional information was received via email on 05mar2025 from territory manager "they tried to load when the incident occurred. The issue was observed when the first clip or a subsequent clip was loaded. They did not try again. The applied medical 5mm trocar was used. The clip seated into the jaws properly. There was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the devices's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed." Additional information was received via email on 21mar2025 from territory manager "a clip was not properly loaded in the jaws, like tilted position in the jaws." Additional information was received via email on 16apr2025 from territory manager "as there was some confusion during the packaging of the complaint product, the pouch lot number and the actual product lot number were mismatched. It was newly confirmed today that the actual product lot number #1515842 is the correct information for complaint # (B)(4)." On 22apr25 engineering completed functional testing on the returned unit and observed a dry fire. In addition to the event description "...but the clip didn't come out and it didn't work", the dry fire leads us to believe that the customer also experienced no clip loaded during the procedure. Type of intervention: the case was completed with the new device. Patient status: there was no problem with the patient.